Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor migrated out of the patient's incision site. The patient brought the device to their clinic in a zip-top bag. The device was not replaced. No patient complications have been reported as a result of this event.